Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer reported that time and date on insulin pump was incorrect and continued to reset. Customer reported that insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 250 mg/dl. Customer was advised to monitor insulin pump and call back should issue persist.

Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates and was programed with the current date and time. Performed a download, and the pump downloaded properly. No time clock anomaly was noted during testing. The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarms were noted. The pump passed the self test and unexpected restart tests. No unexpected restart, external ram crc or unexpected reset anomalies were noted. All the operating current tests were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.